Manufacturer narrative:
The referenced driveline infection and gi bleeding events were not previously reported to the manufacturer. (B)(4). Approximate age of device - 2 years. (B)(4). It was reported that the patient¿s home has bed bugs; therefore, all of the lvad equipment had to be disposed of immediately. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2017 , the vad coordinator provided information that the patient had reported exchanging the system controller as "it was dirty and (the patient) wanted to clean it". The patient reported that a driveline disconnected alarm had been occurring for over an hour since exchanging the system controller and that the pump had been off. The patient was directed to be transported to the closest emergency department (ed). The patient's inr had been at 1.7 on (B)(6) 2017. It was reported the patient was asymptomatic during the event. Clarification was later received from the vad coordinator at the implanting center who received a call from the patient. Due to severe pain near the pump site and the vad sounding unspecified alarms, the patient had initially presented to an ed that did not have vad experience. It was clarified that the patient was medicated with IV pain medicine/narcotics at the time of the call, and the initial statement that the patient had exchanged the controller to clean it was not factual. The patient was reportedly confused due to the pain medication, and there was no truth to statement; the patient¿s spouse had exchanged the system controller at the request of the ed physician. The patient did not call the implanting center until several hours after being discharged from the ed, and it reportedly took approximately 2 hours for the patient to arrive at the implanting center. The estimated total time was approximately 5-10 hours. Upon presenting to the implanting center, the vad coordinator determined that the pump was clotted off. It was not known why the patient did not respond to the alarms earlier or contact the vad coordinators at the onset of the alarms. It was thought that the original insult was actually that the pump clotted to the point that the rotor could no longer turn and the vad could not stay on, and the pain at the pump site was due to the resulting overheating of the pump. Knowing that the pump was clotted off, they did not attempt to restart it. The pump was disconnected within minutes of the patient arriving in the ed to avoid an accidental restart and dislodging of the material thrombosing the rotor. The vad coordinator reported that historically the patient has been difficult to manage during the course of lvad support. The patient was thrombocytopenic due to a blood infection, driveline infection and treatment for cancer. Coumadin therapy was held for surgeries and gastrointestinal bleeding events over time. The vad coordinator stated that (due to this history) it was not a surprise that the event had occurred. The pump had thrombosed and was off, for at minimum, over an hour. Aside from the pain, the patient was asymptomatic throughout and had regained enough cardiac function to not warrant a pump exchange. The pump remains off and in-situ. The patient was discharged home and is reportedly doing fine.

Manufacturer narrative:
Device evaluation: the pump was explanted on (B)(6) 2017 due to a pump pocket infection that had progressed to the entire outflow graft (reference MFR medwatch report # 2916596-2017-01708). Evaluation of the returned pump post-explant found depositions of clotted blood in the sealed inflow conduit and sealed outflow graft, which appeared to be consistent with the pump being off for a prolonged period of time. Depositions of denatured blood were found in the inlet elbow, inlet stator outlet stator, outlet elbow and around the rotor. All of the observed depositions appeared consistent with an interruption in flow. However, the evaluation could not determine the cause of the flow interruption. The depositions would have caused increased rotor drag, resulting in the reported cessation of the motor. During disassembly, the protective wrap around the internal portion of the driveline wires showed evidence of melting, which was consistent with the report of suspected overheating. The increased rotor drag also would have contributed to increased friction and pump motor current, and could have contributed to elevated temperatures in the pump. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.